Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their insulin pump with having to press any buttons. The patient's blood glucose level was unknown at the time of the call. The caller was the customer's wife who did not have the pump with her at the time of the call. The customer stated that the local representative helped them with the issue. The insulin pump did not cause any serious injuries to the customer. No further information was provided.